Event description:
It was reported during a ptca/stent procedure in a calcified, tortuous vessel, following successful stent deployment resistance was encountered during removal of the guide wire. Force was applied to the guide wire and the coils were noted to have stretched and the tip had become detached. Nitroglycerine was administered. Attempts to retrieve the guide wire were unsuccessful. Reportedly, the pt exhibited no negative symptoms.